Manufacturer narrative:
Correcting aware date year of previous regulatory report from 2019 to 2020. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported all of the medication from their baclofen pump "dumped" into them at one time, causing the patient to become very sick. The patient stated that they were so sick they couldn't eat or go to the bathroom.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp via company rep to follow-up on the volume discrepancy that occurred in (B)(6) 2019. It was reported that most recently the discrepancy was as high as 8 ml so they swapped out the pump today. The old pump would be sent back for diagnostic analysis. Troubleshooting was unable to be performed because the pump was already explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2019-jun-04. It was reported that the cause of the volume discrepancy was not determined. Actions taken to resolve the issue included patient¿s doctor swapping out the pump on (B)(6) 2019. The cause of the empty pump alarm not being in the logs was not determined and the issue had not resolved. There were no further complications reported/anticipated.

Manufacturer narrative:
H3: the pump was returned, and analysis found slight damage to the septum material medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated the hcp previously had concerns that the patient may have been accessing the pump themselves. No further information was provided.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information indicated that the event is no longer reportable for serious injury. The event is reportable for a product problem/malfunction. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2019-jul-02. It was reported that the doctor and patient decided to just watch for discrepancies in the future and hold off on the replacement. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s drug infusion device. The drugs being delivered were 600 mcg/ml baclofen (unknown) at 237.3 mcg/day and 2 mg/ml morphine (unknown) at 0.791 mg/day. The reason for use was intractable spasticity. It was reported that there was a reservoir volume discrepancy on (B)(6) 2019. The caller is alleging the actual reservoir volume (arv) was less than the expected reservoir volume (erv). The doctor said he has not noticed this pump ever having reservoir volume discrepancies and was inquiring why that could occur. The doctor stated there was nothing abnormal in the logs since the last refill. The rep was on his way to the clinic and was inquiring about next steps. Troubleshooting was performed with the caller by reviewing pertinent information per the caller's inquires and emailed caller the reference number and pump reservoir volume discrepancy chart. The rep will confirm with the doctor and the patient. Troubleshooting done prior to the call consisted of checking the pump logs, accessing the reservoir, and checking the programming. The reviewed the following information for overinfusion, to monitor the patient, to evaluate for other possible causes (partial pocket fill, programming error, aspiration by pt. Or caregiver), to bring the patient back early to check volume, to aspirate all fluid from the reservoir until air bubbles no longer appear and verify the volume, to determine fill volume (do not fill more than labeled reservoir volume, 20ml or 40 ml), then they reviewed the effect of heat therapies and field action documents. There were no symptoms reported. Additional information was received from the rep on 2019-may-14. It was reported that the patient heard an alarm a week ago but was not confirmed with telemetry, it was not seen in the logs. The rep stated that the doctor did not aspirate any drug (0 ml) and was expecting the pump to be at 3.5 ml. The rep is going to have the doctor re-aspirate and confirm there is 0 ml (make sure he sees bubbles). The patient hasn¿t had a fever or been traveling. The doctor confirmed that there were no issues with last refill and was sure he filled all 20 ml. The rep checked the logs on the phone. (B)(6) 2019 was the last refill and there were no alerts/alarms in the logs. Overinfusion considerations were again reviewed. The rep wanted to know if there were any field corrections actions related to the pump and they reviewed the pump is update on corrections. There were no further complications reported/anticipated.